Event description:
When preparing a renalin disinfected dialyzer for use, rptr was hit in the face (nose and mouth) with a pressurized spray from the blue hanson port. The normal saline was clamped and pressure built up in the dialyzer. Rptr didn't feel any burning at the time and washed face with water and continued working. The dialyzer contained renalin and dialysate (mixture of water and concentrate ratio of 34:1 or 44:1 of acid and bicarbonate). Rptr did not do an incident report at the time but told by dir of nurses about the incident and asked her for info on renalin without results. Rptr realized unresolved pneumonia was probably a result of the accidental renal exposure at work.